Event description:
According to the reporter: occurred during a laparoscopic nissen procedure. The needle disengaged from the device. No device fragment fell into the patient's cavity. The device was difficult to load and difficult to unload. In order to resolve the issue and complete the case, another suturing device was opened and used. The needle reload was not able to be successfully used using the second handle. There was no patient harm. The patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. A clicking noise was observed that was an a typical condition that did not affect the functionality of the device. No functionality issues were observed during testing of device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. A review of the device history record which indicated the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.